Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported being hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid at home. It was reported that the admitting facility did not send the patient¿s hospital discharge paperwork to the outpatient clinic, and, as a result, diagnostic laboratory results and treatment course were unknown. The patient was diagnosed with peritonitis due to an unknown etiology. The patient opted to have her pd catheter (not a fresenius product) removed and a central vascular catheter placed during this hospitalization as she requested to transition to hemodialysis (hd) for renal replacement therapy. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. The patient was prescribed intravenous (IV) ceftazidime and IV gentamycin (dosages and frequencies not reported) by her in-center clinic to address the infection post-discharge. It was reported, though the exact cause and nature of the patient¿s infection was unknown, there was no indication the peritonitis and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection cannot be determined; however, there was no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Though diagnostic laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of resolving peritonitis. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction that caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: b.2.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported being hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and cloudy peritoneal effluent fluid at home. It was reported that the admitting facility did not send the patient¿s hospital discharge paperwork to the outpatient clinic, and, as a result, diagnostic laboratory results and treatment course were unknown. The patient was diagnosed with peritonitis due to an unknown etiology. The patient opted to have her pd catheter (not a fresenius product) removed and a central vascular catheter placed during this hospitalization as she requested to transition to hemodialysis (hd) for renal replacement therapy. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. The patient was prescribed intravenous (IV) ceftazidime and IV gentamycin (dosages and frequencies not reported) by her in-center clinic to address the infection post-discharge. It was reported, though the exact cause and nature of the patient¿s infection was unknown, there was no indication the peritonitis and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.